Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing noise. The patient will be brought in for evaluation. The device remains in service, and no additional adverse effects have been reported

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing noise. The s-ICD system was turned off temporarily, chest x-ray showed no evidence of air. The patient was brought back to clinic to have tachy therapies turned back on. The patient will follow up with physician as needed. The device remains in service, and no additional adverse effects have been reported